Event description:
Customer stated that she was hospitalized for high blood glucose levels. It was reported that the customer also had the flu. The customer stated that the cannula was bent when infusion set was removed. Troubleshooting performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.